Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. Customer¿s blood glucose value ranged from 170-280 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.